Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not boot up. Review of the system log file showed that malfunctioning of lateral ip-pc. Upon functional testing, rse found that the cause of the issue was most likely due to disk (bay) or dimms or psu' or empty battery and reboot was required. Rse restarted the system. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid and evaluation method code grid were corrected.

Event description:
It has been reported to philips that the system would not boot up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.